Manufacturer narrative:
(B)(4). The customer report of the tracheal cuff leaking air was not confirmed. A cut to the bronchial cuff was confirmed. The manufacturing guidelines and controls were reviewed and found effective to detect this type of failure mode. The reported malfunction is not related to the manufacturing process.

Event description:
It was reported that the nurse did a ballooning test before use. During the test, the nurse found that the inflated tracheal cuff was leaking air. There is no reported patient involvement, death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).